Event description:
It was reported that the reservoir "snapped" while the customer was filling the reservoir with insulin. The customer stated that insulin came out of the reservoir, and he was able to retain some insulin. The blood glucose reading was 275 mg/dl. He advised that he had been treating with manual injections but called to request more insulin. He was advised to visit the emergency room in order to request emergency insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.